Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The reported event of sensing noise was confirmed. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies to the lead body. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage. The cause of the reported event of sensing noise was isolated to the insulation abrasion found on the lead consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that mode switch was noted on right atrial (ra) lead due to noise. The lead was extracted and replaced without incident. The patient was stable before, during, and after the procedure.